Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the battery was removed on (B)(6) 2019 because of an infection. The two extensions and leads remained and were capped. No further complications were reported or anticipated with this event.